Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloons was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 10atm for less than 30 seconds. The device was removed using the normal method without any problem and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.